Event description:
On (B)(6) 2011, haemonetics received a service report stating that there was a blood spill in an orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
On (B)(6) 2011, haemonetics received a service report stating that there was a blood spill in an orthopat machine. No donor or operator injury was reported. The device has not been received by mfg; therefore, the reported issue cannot be evaluated for root cause. This investigation is ongoing. A follow up report will be filed pending completion of evaluation. Haemonetics (B)(4).